Event description:
It was reported that the arctic sun device alarmed 80(non-recoverable system error) and they noticed patient pads wet from head to foot. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. Advised to change pads if any moisture to prevent skin injury, sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 80(non-recoverable system error) and they noticed patient pads wet from head to foot. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. Advised to change pads if any moisture to prevent skin injury, sn # (B)(6).